Event description:
It was reported that during a laparoscopic cholecystectomy procedure, although the first clip was formed properly, the second clip fell out from the jaw at the automatic loading. The fallen clip was retrieved from the patient's body. No clips were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.